Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A us distributor notified zoll that a patient had a skin irritation. The patient reported a skin irritation with little red bumps from the lifevest. The irritation started when she received the lifevest. The irritation was reported to be on the patient's torso under the garment. She reported the irritation was from the garment not the equipment. The patient reported using benadryl but reported it was not helping. The patient also reported a sore on her back, the size of a bottle cap. It was reported that the irritation was not weeping, bleeding, blistering or peeling. During a follow up the patient reported that she spoke to her doctor and was given a cream. The patient reported she was using hydrocortisone cream. The final medical outcome of the irritation is unknown.